Manufacturer narrative:
. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic an endoscopic loop ligation procedure to treat gastrointestinal bleeding performed on (B)(6), 2024. During the procedure, when attempting to deploy the bands, it got stuck and could not be deployed smoothly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached to it and two of the bands were damaged which matches with the findings per media analysis on the provided photo. The ligator housing teeth were found bent. Additionally, the handle had marks of the trip wire indicating that it was secured, and the suture was returned broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had seven bands attached to it and two of the bands were damaged, and the ligator housing teeth were bent. Although the returned suture was broken, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic an endoscopic loop ligation procedure to treat gastrointestinal bleeding performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, it got stuck and could not be deployed smoothly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 26, 2025: the bands still could not be deployed after double attempts rotating the handle. It was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic an endoscopic loop ligation procedure to treat gastrointestinal bleeding performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, it got stuck and could not be deployed smoothly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 26, 2025: the bands still could not be deployed after double attempts rotating the handle. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code), and block h11 have been updated based on the additional information received on january 26, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.